Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent button press and also there was crack on it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and scratched case. Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.